Event description:
In 1999 pt underwent right total hip replacement. In 2000 underwent revision surgery for what it was thought to be loosening in the femur. Allegedly, it was found to be "corrosion" at the junction between the neck of the femoral stem and head.